Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited foreign object near the forceps stand (wire), peeling of acoustic lens and adhesion of the screws to fix the tip cover peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, for the foreign material near the forceps elevator (wire), a definitive root cause could not be determined. Also, we could not identify what the foreign material was or why the foreign material remained in the device. For the peeled acoustic lens (transducer) and the peeled adhesive of the distal end cover fixing screw, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿residue of a foreign material might be prevented by following these chapters. [Instructions evis lucera ultrasound gastrovideoscope olympus gf type uct260]. Chapter 6 compatible reprocessing methods. Chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.